Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. Per an isi advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. As a result of the complication, the patient required hospitalization and placement of a chest tube.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure using a 19g flexision needle and developed a pneumothorax. As a result, the patient required placement of a chest tube and hospitalization. The target nodule was on the right upper lobe, posterior segment and about was 1.7 centimeters in size. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.